Event description:
Hamilton medical ag received the following event description: expiratory valve is sticking - no patient involvement

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. According to the complaint description, the expiratory valve is sticking. No additional details about the event were provided. However, it is important to mention that no patient was involved. The logfiles were not provided for analysis. To address the issue a replacement expiratory valve was sent to the end customer. According to the partner, this resolved the problem. Hamilton medical ag considers this case as closed.